Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2020-01229. It was reported that during the patient's permanent scs implant procedure, an initial x-ray was taken and it appeared that a trial lead migrated to the epidural space. The lead was removed and the permanent implant procedure was completed without complications.